Event description:
It was reported that the patients ipg was taking a longer time to charge and was not able to hold its charge. It was also noted that the ipg was unable to get to a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.